Event description:
The manufacturer received information alleging a ventilator's internal battery would not charge. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the device's internal battery was replaced to address the issue.